Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that this system exhibited noise which was oversensed causing an inappropriate shock. Additionally, threshold measurements had increased and pacing impedance measurements were greater than 2500 ohms on the right ventricular (rv) channel. The system remains implanted and defibrillation therapy has been programmed off while the patient waits for a heart transplant. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed and the device was explanted due to the observed fault code and the rv lead was replaced due to a fracture. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.